Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: visual inspection revealed that the battery compartment was cracked above the bumper pad and also on the side from the case seal extending towards the threads. Moisture corrosion was observed inside the battery compartment. Moisture corrosion was also observed on the under side of the battery cap. Returned battery cap was able to be secured to the pump and was used to complete the investigation. A leak test was performed and a battery compartment leak was found.